Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 388928, lot# 0209398181, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Product ID: 388928, lot# 0209398181, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the relatedness changed from stimulator and stimulation to electrode and stimulation. It was also reported that the actions taken was changed from no explant to electrode explant. No further patient complications had been reported as a result of the event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 388928 lot# 0209398181 implanted: (B)(6)2015 explanted: (B)(6)2017 product type lead product ID 388928 lot# 0209398181 implanted: (B)(6)2015 explanted: (B)(6)2017 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the intensity was at 0.3 volts, frequency was 14 hertz and pulse was 210 microseconds. Electrodes with high impedance were not used to program the stimulation and the cause of the high impedances were not determined. There was a report that the implant site pain was probably caused by high impedance. On (B)(6)2017, the lead was replaced but not the stimulator. The stimulator was connected to a new lead. Impedance was correct and when decreasing intensity, the pain was resolved. The issue resolved on (B)(6)2017. No further patient complications had been reported as a result of the event.

Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot# 0209398181, implanted: (B)(6) 2015, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) for a foreign clinical study reported pain at the implant site, low battery, and high impedance of greater than 4000 ohms. Factors that may have led or contributed to the issue remain unknown. There was an unscheduled visit on (B)(6) 2017 and the device was reprogrammed. It was reported that the issue was resolved. The event was assessed as not serious, not related to procedure, related to stimulator, and related to stimulation. No surgical intervention occurred or was planned. Relevant medical history includes idiopathic functional urinary incontinence since 2003. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot#: 0209398181, implanted: 2015 (B)(6), explanted: 2017 (B)(6), product type: lead. Product ID: 388928, lot#: 0209398181, implanted: 2015(B)(6), explanted: 2017 (B)(6), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the seriousness was changed from not serious to serious, leading to a serious deterioration of the subject's health, requiring hospitalization. It was reported that they were hospitalized from (B)(6) 2017 to (B)(6) 2017. No further complications were reported/anticipated.